Manufacturer narrative:
The insulin pump had a cracked case at a display window corner, broken reservoir tube lip, minor scratches on the display window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.

Event description:
Customer reported that the o-ring on the reservoir was broken. Customer stated that there was damage inside the reservoir compartment. Customer's blood glucose reading at the time of the call was 84 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.